Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. The corrective action and preventive action records were reviewed and revealed no indication of a product quality issue. A review of the production records and similar complaint query was not performed because the part and lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide catheter had difficulty advancing and removing over the guide wire. Factors that may contribute to difficulty advancing or removing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3: date of event is estimated. D4: the UDI # is not known as the part and lot number were not provided.

Event description:
It was reported that during the procedure, the balance middleweight (bmw) universal ii guide wire got tangled in the balloon catheter, making navigability difficult. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.